Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, non tortuous, 90% stenosed lesion in the left anterior descending (lad) coronary artery. A stent was placed and the 3.00x12 mm nc trek balloon dilatation catheter (bdc) ruptured as it was inflated once to nominal pressure. There was no resistance reported and the device was prepped per the instructions for use. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another nc trek was used to complete the procedure. No additional information was provided.